Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Visual examination found full breach insulation degradation adjacent to connector boot.

Event description:
This is to advise of an event observed during analysis.